Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported the patient was getting more pain in their hips and has been getting worse as time progresses for the past few months prior to the report. They were feeling pain when they would get on/off a motorcycle. It was also reported they started experiencing a stimulation effect that was uncomfortable and the ins was not working correctly about one week prior to the report. For the past year prior to the report that patient had been seeing an end replacement indicator (eri) when charging their ins for a few minutes. There was no allegation or dissatisfaction with ins longevity. It was noted the patient had their device set up so their ins would drain slowly and they only needed to charge 2-3 times a year. When they charged halfway they would get the error and they were unable to finish the charge. Impedance measurements were not taken. A new recharger had been used since 2016, and was the device they were seeing the eri message on, which was not allowing the patient to charge their ins. It was reviewed with the patient how to clear the eri on the recharger and the patient programmer. It was confirmed with the patient they were able to charge their ins after the eri was cleared. The patient was redirected to their doctor to discuss the eri and next steps to replace the ins. No complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6)2017-. The hcp stated that the stimulation was uncomfortable because it was going on and off. Upon evaluating the generator, it was determined that it was at end of life (eol). The cause of the patient¿s worsening hip pain was due to non-use of the stimulator. The hcp stated that the elective replacement indicator (eri) was not premature indicating that the stimulator has been in for 9.5 years. The uncomfortable stimulation was resolved; stimulator not depleted and nonfunctional. The patient still has neuropathic pain in legs and hips. The hcp will revise the stimulator upon insurance approval. It was noted that the patient wishes to have non-perceptive stimulation. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.